Event description:
Additional information was received that the patient with this device reported that the device had delivered inappropriate shocks during device testing.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this device and non-bsc right ventricular (rv) lead was presented in the emergency room (ER) with lightheaded and syncopal symptoms. Upon device interrogation, episodes resulting in greater than two seconds without pacing had occurred over a period of several days, with no pattern in time of episodes. The device displayed unexpected sensing episodes at 50ms intervals, which appeared as electromagnetic interference (emi). Additionally, an unspecified number of episodes were classified as non-sustained, while other episodes lasted longer and were classified as ventricular tachycardia (vt) and supraventricular tachycardia (svt). It was reported that this patient wore a life vest and had a bed at home with electric motors. The patient was admitted to the hospital not wearing the life vest, and no oversensing nor was noise observed at that time. Impedance measurements fluctuated from 800 ohms to 1,000 ohms and threshold, sensing and daily measurements appeared stable and within acceptable limits. Respiratory rate timing (rrt) oversensing was observed, therefore, was reprogrammed from on to off. The patient was kept in the hospital overnight for monitoring. While in the hospital, the patient experienced subsequent syncopal episodes. Rv pacing impedance levels continued to increase to an unspecified measurement, however, were not out of range. The physician did not believe the device to be responsible for the reported syncopal observations. A revision procedure was performed and the device and rv lead were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.